Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up check, the device was almost at recommended replacement time (rrt) and a replacement was planned. The patient was given an alert demonstration so that they knew what the alert sounded like. On the date of the replacement, the rrt criteria had been met, but the patient stated that they had not heard the alarm tone prior to the replacement date. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.